Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, an aortic valve replacement (avr) was performed and this 21 mm trifecta valve was implanted. On (B)(6) 2016, the patient presented to the hospital and an echocardiogram noted prolapsed leaflets presumed secondary to structural valve deterioration (svd). On (B)(6) 2016, re-do avr was performed and this valve was explanted. At the time of explant, it was noted that two commissures and the stent posts on the left coronary cusp (lcc) were fused with the aortic wall shared with the right coronary cusp (rcc) and the non-coronary cusp (ncc). Additional findings were a tear from the top of the stent post toward the base of the lcc and ncc. A 21 mm tissue valve from another manufacturer was implanted.

Manufacturer narrative:
The results of this investigation concluded that fibrous pannus ingrowth was found on the inflow surface of all three leaflets, and on the outflow surface of leaflet 3. A tear was observed in the base of leaflets 1 and 2. No adherent aortic wall tissue was identified. No acute inflammation or significant calcification was found. No evidence was found to suggest the cause of the pannus and leaflet tears was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.